Event description:
Some impedance values were greater than 4,000 ohms, and some were indeterminate. The settings were increased to 450 and the tests re-done. The values were still greater than 4,000. The device was in a power-on-reset condition. The pt had felt stimulation sensation in the pelvic region. It was further stated that the ins was dead. The setting had been 6v. The ins was replaced and the lead was repositioned. The outcome is unk. Further information is being requested from the hcp.